Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the impacter handle broke in half when impacted by the mallet.

Manufacturer narrative:
The trilogy acetabular system cup positioner was returned for review. Visual inspection of the positioner confirms that the device fractured in half and there is damage on the leading thread. It has also been noted that there are impaction marks on the impaction surface and the knurled threaded knob. The adapter cap was not returned for review. Hardness testing and review of receiving inspection report did not find any deviations or anomalies. The positioner was manufactured on mar 19, 2008 and therefore has a potential field age of more than 7 years 6 months. The frequency of use of the device is unknown. This device is used for treatment. The impaction marks confirms that the device was used multiple times. It is likely that the reported issue is a result of normal wear during the instrument's field life.